Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was experiencing intermittent shocking and electrical jolts that lasted for a few seconds. The shocking felt like a bee sting and caused pain. There were no falls, accidents, or trauma associated with this event. The patient had parkinson's disease and sometimes they had to be lifted up from under the arms. Shocking had happened during this activity but was not exclusively related to this activity. They were given some education on the device. The patient was advised to see their doctor and have the system integrity checked. The patient was indicated for spinal pain. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the shocking sensation occurred after normal moving around. The shocking went from the left upper back (where the stimulation was) to the right shoulder blade (under the scapula). The device was turned on about 2:10 ¿ 2:30 pm using the programmer. As steps taken to resolve the issue the patient contacted the manufacturer and met with the representative at which time the settings were adjusted. This was the third time they changed the settings, none of which have worked for any major relief. The issue had not entirely resolved after the shocking event in (B)(6) 2015 and the patient had another ¿jolt or two¿ since then (around (B)(6) 2016). They had none since then. The patient could not say for sure what was causing the ¿jolts¿. If additional information is received, a follow up report will be sent.